Manufacturer narrative:
(B)(4). Initial report sent to FDA on (B)(4) 2011.

Event description:
Procedure: low anterior resection. According to the reporter: normal operation until resection of rectum. Two articulating blue reloads 45 were used to resect the rectum, and after that only a small part of rectum was left. A new similar reload was used for the last small part. Then a significant bleeding was seen from the "top" of the rectum. After a close inspection they discovered a hole in the corner that should have been closed with the reload. Away from this they had only insignificant amount of bleeding. Because of this they had to convert to laparotomy. The end of the proximal rectum was closed as it should. The pt seems fine except from cosmesis due to the laparotomy.